Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files or device history record are available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the literature article describes the death of a patient with a long list of significant comorbidities. The death occurred a prolonged period after aortoiliac robotic surgery and no allegation against any intuitive surgical products or instruments are made. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event. Sutter w, alsac jm, ben abdallah I, michel c, julia p, empana jp, el batti s. Treatment of aortoiliac occlusive lesions by aortic robotic surgery: learning curve and midterm outcome. Ann vasc surg. 2024 jul; 104:258-267. Doi: 10.1016/j.avsg.2024.02.018. Epub 2024 apr 7. Pmid: 38593921. Section b2 date of death: the patient date of death was not provided; the study was conducted between february 2014 and february 2019. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
A literature article described a prospective single-center study of patients with aortoiliac occlusive disease (aiod) that underwent robotic-assisted laparoscopic (ral) revascularization procedures. The study was conducted from february 2014 to february 2019 and included 70 patients. The aim of the study was to assess the surgeon learning curve and the feasibility, safety, and midterm outcomes. The article described one patient death in the robotic cohort. The patient had multiple comorbidities including chronic ischemic heart disease, hypertension, chronic obstructive pulmonary disease with centro-lobular emphysema, a history of acute pancreatitis, active smoking, and tasc d aortoiliac lesions (requires surgical intervention). The patient presented with a retroperitoneal hematoma on postoperative day (pod) 1, which required surgical drainage; on pod 2, ileal and colonic ischemia developed, leading to an ileal and right colonic resection, followed by a left colectomy on pod 13, ultimately succumbing to septic shock in intensive care on pod 51. There were no da vinci device malfunctions or issues stated, nor did the authors suggest that any intuitive da vinci products caused or contributed to the adverse events. The designated contact author has not responded to requests for additional information. The article documents that the study results are comparable to standard surgical conventional open or laparoscopic surgery.